Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's father called stating customer is receiving a button error alarm on her insulin pump. Customer's blood glucose level was 230 mg/dl. Customer's belt clip was broken and customer has been wearing the device tucked in her pants. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.